Event description:
The end user was being pushed in the chair outside, over a curb when a front wheel came off.

Manufacturer narrative:
The end user reported that while she was being pushed in the transport chair outside, over a curb, the right front wheel broke. She fell forward out of the chair and suffered a laceration of her right eyebrow that was repaired with eight sutures. The sample has not been returned for evaluation and photos were not provided. Care, maintenance and overall condition of the device is unknown. A root cause has not been determined. However, due to the reported injury and in an abundance of caution this medwatch is being filed.